Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: metel guide wire was stuck upon insertion of anchor. Probable root cause: design poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces manufacturing, locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied, application, not enough force applied, user unfamiliarity with device.

Event description:
It was reported that some of the wire remained inside the anchor and was unable to be retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that some of the wire remained inside the anchor and was unable to be retrieved.